Event description:
It was reported to boston scientific corporation that a 20fr safety peg pull was used during an enteral feeding procedure. According to the complainant, approximately two months after placement, the feeding tube cap tore off. The procedure was completed with another 20fr safety peg pull. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).